Manufacturer narrative:
The reported event of multiple replace system controller alarms was confirmed based on the information recorded in the log file. The data log file retrieved from the returned controller contained approximately 7 days and 3 hours of events. During the first 6 days and 7 hours, from day 48, 14 hours and 38 minutes to day 54, 21 hours and 1 minute, there were four incidents of low battery advisory/ hazard alarms recorded associated with unusually low system voltage levels. In addition to these alarms there was a power save mode recorded. The fourth low battery advisory/hazard incident occurred at day 54, 20 hours and 48 minutes. Nine minutes later there were pump disconnected, motor stopped and controller cell low alarms recorded which suggests that the pump was physically disconnected. After four minutes power to the controller was interrupted, this was indicated by a time clock reset to 0 days, 0 hours and 0 minutes. Based on the information captured in the log file, after the power was reset the pump disconnected and motor stopped alarms remained active for approximately 8 minutes when a back up mcu flag there was a normal reset flag captured. The pump was briefly connected, disconnected and reconnected again. The remaining data contained in the log file revealed the system controller operated in backup mode. The pump parameters (power, flow estimation and pi) appeared normal. The returned system controller was functionally tested using laboratory equipment and was found to function as intended, even when the cable were maneuvered. The white and black power leads were independently disconnected, and the system continued to operate properly. Although the investigation was unable to conclusively determine what caused the controller to switch to backup mode, based on the design of the device, if the alarm reset and self test buttons are simultaneously depressed at the same time when the percutaneous lead is disconnected, the controller will be forced into backup mode. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The MFR is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced multiple replace system controller alarms. The system controller was exchanged at the time of the event. During the investigation of the system controller, it was discovered that there were pump disconnected, motor stopped and controller cell low alarms recorded, which suggests that the pump was physically disconnected.